Event description:
The stent delivery system (sds) failed to cross the lesion, after the device was removed from the patient, the strut of the stent was found flared. The report received indicated that during a coronary stenting procedure, the physician tried to deliver a cypher; however the device wouldn't cross the lesion. The physician tried to re-advance the cypher by conducting a vibration technique; however, the device still wouldn't cross the lesion, and the physician felt that the tip of the sds was stuck; therefore, the physician removed the sds from the patient. The physician confirmed the stent to be flared at the distal end; however, there were no abnormalities observed at the tip of the sds. The device was exchanged for a taxus stent and the procedure was successfully completed. There was no report of injury to the patient. Additional information indicated that during the procedure, the guidewire successfully crossed the lesion and pre-dilation was conducted to 20 atmospheres; however, the dilation of the vessel was not sufficient due to the calcification. As a result, the delivery of the cypher was very difficult. However, the taxus was able to cross the lesion because the cypher shaved some of the calcification of the vessel while trying to cross. Further information indicated that the target lesion as the first diagonal branch, the lesion was described as de novo, concentric, highly calcified, moderately tortuous and presenting 75% stenosis. There were no anomalies noted in the device during the pre-op inspection.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the untied states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.